Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/28/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
This complaint is originally created for MDR non-reportable force issue and partial ECG issue. It was reported that the smarttouch catheter did have reliable force readings and could not be zeroed during an afib procedure. Moreover, the signal loss was observed in carto and recording system. The physician has other ECG signal available to monitor patient's rhythm. The issues were resolved by changing to another catheter. The procedure was completed without patient's consequence. This complaint is re-assessed to MDR reportable per bwi failure analysis lab findings on 10/28/2015. The peek housing was cracked with internal parts exposed. This is reportable because exposed internal parts pose risk to patients. The lab also found MDR non-reportable findings that there was reddish brown material inside the pebax, but no damage ws found on the pebax. The awareness date of this complaint is reset to 10/28/2015 based on lab findings on 10/28/2015.

Manufacturer narrative:
(B)(4). It was reported that the smarttouch catheter did have reliable force readings on the carto 3 system and the catheter could not be zeroed. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. It was also reported that during the same procedure a ¿current leakage" was displayed on the carto 3 system. The carto 3 system was rebooted without resolution. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of a pinhole, abrasions and displacement material. Continuing with the visual inspection peek housing and tip lumen transition was found cracked open with internal parts seen inside and reddish brown material. An x-ray analysis was performed and it was determined that it was the t-bar slid down and applied stress to the peek housing and tip transition section and contributed to the peek housing cracked. Per the event reported the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force and current leakage issues cannot be confirmed. Corrective actions were opened to address peek housing issues and pebax damage separately.